Event description:
A patient, who is using novofine needle to administer insulin, experienced that the needle broke off into the abdominal wall while administering the insulin. X-ray revealed that the needle remains in the abdominal wall and it has not been removed yet. The patient has been re-using the needle.